Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) and one inappropriate shock. The patient was in ventricular tachycardia (vt) zone with therapy. The health care professional (hcp) discussed programming options. This device remains in service. No adverse patient effects were reported.